Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, crease fold, and wear abrasion. A leak test was performed and found an opening on the device. A microscopic analysis was performed which identify one opening sharp. A fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is one sharp opening on anterior assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: b.5; d.6b; d.9; h.3; h.6

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.